Event description:
Additional information was received stating that the vns patient passed away on (B)(6) 2013. It was reported that the patient was compliant with her anti-epileptic drugs. The generator was implanted on (B)(6) 2012 and explanted on (B)(6) 2013. The patient was receiving vns therapy at the time of death with rapid cycling parameters. An autopsy was performed. The death was not witnessed, and the patient was found in the morning by a caregiver. The patient¿s seizure history included 1-2 simple partial seizure per day, rare secondary generalized seizures, and 1 complex partial seizure per day.

Manufacturer narrative:
Date received by manufacturer, corrected data: the initial report inadvertently reported the aware date incorrectly. The date should have been 12/22/2013.

Event description:
It was reported that the patient passed away. The neurologist believes that the vns device had no influence on the patient's death and the death is being attributed to sudep. It was reported that an autopsy is being performed. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Date of death, corrected data: previously submitted MDR indicated an incorrect death date. This report is being submitted to correct this information. Event date, corrected data: previously submitted MDR indicated an incorrect event date. This report is being submitted to correct this information.

Event description:
The explanted generator was received for analysis. The returned product form listed the lead; however, the explanted lead was not received. Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.